Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. (Lia) rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-ns episodes less than 220 ms on (B)(6) 2015. Rv lead impedance has been rising from a base line impedance of below 600 ohms in (B)(6) 2015 to 950 ohms on (B)(6) 2015 sensing integrity counts went up to 110 (within 4 days) along with high rate-ns episodes and evidence of oversensing during (B)(6) 2015. (B)(4).

Event description:
It was reported that a device alarm was triggered. The right ventricular (rv) lead exhibited increased sensing integrity counts (si c), non-sustained ventricular tachycardia episodes, oversensing with noise, and gradually increasing impedance. A lead fracture is suspected. A lead replacement is scheduled. No patient complications have been reported as a result of this event.